Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified vessel. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at approximately 4 atmospheres, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.